Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she had a high blood glucose of 498 mg/dl, which she checked again and it was down to 298 mg/dl. She stated she had a kidney transplant and was on prednisone and was experiencing random high blood glucose once every two to three months, which she was working on with her healthcare provider. The customer stated she may have scar tissue. The customer decided to perform troubleshooting for high blood glucose at a later date. Nothing further was reported.